Event description:
It was reported that a revision surgery was extended due to product malfunction.

Manufacturer narrative:
.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed device is worn and show signs of use. The end of the threaded tip has fractured off. The fractured piece was not returned. The device was manufactured in 2010. From the analyses conducted during this investigation, it was determined that the instrument fractured potentially due to an overload fracture. An overload fracture can occur if the mechanical loads applied to the guide bolt exceed the strength of the material. It was unknown if the fracture was initiated in a prior surgery. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that surgery time was extended due to product malfunction.